Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr results in comparison to the laboratory inr result and alternate point of care (poc) inr results. On (B)(6) 2014, the patient visited the emergency room for bleeding from unspecified biopsy site. Details of biopsy were not provided. Laboratory inr in the emergency room was 4.1. The wound was cauterized and the patient was sent home. The patient reports that she "thinks" the physician told her to hold her coumadin. There was no additional information provided. On (B)(6)2014, the inratio inr was 2.0 and 2.1 in comparison to the alternate poc of 4.0 and 4.1. The testing was performed simultaneously. Though requested, there was no additional information provided.